Event description:
It has been reported that the blade tip broke off during an unknown procedure. No patient consequences were reported. No further information provided.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this timewhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.(B)(4).